Event description:
Additional information received reported that the pump was used to deliver clonidine and morphine.

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type programmer, physician product ID 8709, lot# unknown, product type catheter. (B)(4).

Event description:
It was reported that there was a catheter dislodgement/migration. It was confirmed via x-ray that the spinal segment was dislodged out of the intrathecal space. The patient experienced a loss of therapy with increased pain. The patient was supplemented with oral medication until revision occurred and did well with that. Revision was performed with addition of the spinal segment only. The patient was started on a daily dose of 2.160mg with continued supplemented medication. It was reported that the patient was now receiving effective therapy. The catheter was sent to pathology only. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).